Event description:
A (B)(6) male pt contacted a pt service rep (psr) to report zoll customer support to report that her device was displaying "device needs attention" messages. While the psr was assisting the pt, the psr reported she had to insert the battery multiple times to power on the monitor. Zoll customer support reviewed the pt's flags and reported service code 107 - multiple abnormal shutdowns. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem ('device needs attention' messages / difficulty powering on / service code 107) has been confirmed. Upon evaluation, there wa intermittent inter-processor communication faults. The cause of the reported problems is the intermittent communication faults. The cause for the intermittent communication faults is a defective pca component u104 on computer / analog (ca) board sn (B)(4). The root cause of the defective u104 could not be positively identified. No adverse event resulted from the defective u104 component. The pt received a replacement monitor.